Event description:
A report of a patient undergoing a pocket revision was received. The patient reported that the pocket site felt warm. The physician revised the pocket, making it shallower as it was too deep. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.